Event description:
The customer reported that approximately 2 ml of fluid leaked from reagent probe a of the unicel dxc 800 synchron system. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer was unable to determine the cause of the leak after troubleshooting with a beckman coulter customer technical support (cts). Service was dispatched for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and confirmed a leak coming from reagent probe a. The fse proceeded to replace the a/b valve and collar wash valve to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to the collar wash valve. Beckman coulter internal identifier for this report is (B)(4).